Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device screen white/air flow not consistant. A device was returned to a manufacturer / third-party service center. During the evaluation of the device, a customer complaint reproduced, device does not working by pca burned. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed

Manufacturer narrative:
In this report, section h - device problem code, evaluation method code, evaluation results code, component code and conclusion code has been updated.